Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. An evaluation of the photograph attached confirms the reported defect of a yellow hemogard shield that was applied on the tube instead of purple. Additionally, 100 retained samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube the shield/cap stopper was a different color.". The following information was provided by the initial reporter: "we have been made aware of an error on a product we received from you.". Photo attached to the complaint indicates one tube with a different cap color.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube the shield/cap stopper was a different color." The following information was provided by the initial reporter: "we have been made aware of an error on a product we received from you." Photo indicates one tube with a different cap color.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.